Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while attempting to crush a large stone, the stone was unable to be broken and the tip of the lithotripter compatable basket would not detach. An alliance handle device was used to try to help crush the stone, or detach the tip of the lithotripter device but was unsuccessful. The basket with stone inside remained inside the patient. The patient was sent for a common bile duct exploration, to remove the basket and the stone surgically. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) tip did not detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.